Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, improper flow or infusion was not determined.  The reported issue that there was the pump issue, improper flow or infusion could not be confirmed.  No further investigation of this event is possible at this time, and patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving insufficient information, improper flow or infusion. There is no information on patient involvement and patient impact.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving insufficient information, improper flow or infusion. There is no information on patient involvement and patient impact.